Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2000 ohms. No capture was noted in either unipolar or bipolar configurations. The patient is reported to have second-degree heart block with an underlying rhythm. No pauses in pacing were noted. No adverse patient effects were reported. This lead was surgically abandoned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).